Event description:
In 1989, bilateral augmentation with surgitek high profile round scl to bleed implants 310cc. In 2008, pt underwent bilateral capsulectomy and implant removal. Both implants removed intact. Pt augmented with mentor mod and gel implants 400cc.